Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status, less than one (1) year after initial implant. Boston scientific enginering provided there was a rapid battery voltage drop over a three (3) week period, and the cause is unknown. The boston scientific field representative provided the patient would like to have their icm device replaced. The health care facility plans to schedule a replacement procedure once the insurance approves it. Additional information was received, providing this icm device was explanted and replaced with a new icm device. No adverse patient effects were reported. This icm device has been returned for analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status, less than one (1) year after initial implant. Boston scientific enginering analysis of device data indicated there was a rapid battery voltage drop over a three (3) week period, and the cause is unknown. The boston scientific field representative provided the patient would like to have their icm device replaced. The health care facility plans to schedule a replacement procedure once the insurance approves it. Additional information was received, providing this icm device was explanted and replaced with a new icm device. No adverse patient effects were reported. This icm device has been returned, and analysis has been completed.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a latent current leakage path within the battery.